Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was not infusing properly during patient therapy. The pump was running vasopressor and the bag was noted to be almost full despite having been hung 12 hours prior and should have needed to be changed before then. It was noted that there were no drips dropping into the drip chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed, and the flow rate of the device was found to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'not infusing properly' was not verified. Should additional relevant information become available, a supplemental report will be submitted.